Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-may-2021/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 27-may-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) could not be placed successfully as the deliver system was not maneuverable and remained bent. The ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.